Manufacturer narrative:
Concomitant medical devices: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and far field r-wave (ffrw) oversensing. Additionally, the right ventricular (rv) lead exhibited rising thresholds. The leads remain in use. No patient complications have been reported as a result of this event.